Event description:
Allegedly, during a laparoscopy procedure the doctor noted that a jaw broke off the instrument and fell into the patient. The doctor immediately removed the broken jaw and completed the procedure with no delay. Hospital reported there was no injury to the patient.